Event description:
The patient complained of having a stabbing pain while doing a remote monitoring transmission. The patient indicated being sensitive to rv pacing. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.